Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using a prostyle device after a left popliteal artery repair interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first device attempted. An attempt was made with another prostyle device; however, when the foot of the device was deployed in the vessel "it did not feel right". The lever was closed to retract the foot; however, it was unknown if it had retracted completely. When attempting to remove the device, the device became stuck. The physician manipulated and twisted the device in attempt to remove it; however, the device broke at the junction of the distal to proximal guide (unknown if in two pieces). The physician performed a "knick and spread" and cut down to the vessel and was able to remove the device. A hematoma presented. Manual arterial compression was applied to treat the hematoma and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional prostyle device referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. Reportedly, the physician did not twist the second device to remove it. He believes the guide broke due to the angle of the device being deployed; however, the device was removed against resistance. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The guide break was confirmed. Difficulty to open or close the foot could not be confirmed/tested due to the condition of the returned device. The reported ¿when the foot of the device was deployed in the vessel it did not feel right" and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use, as a potential adverse event of use of the device.